Manufacturer narrative:
(B)(4). Concomitant medical products: item 00599401591, lot 11023865. Item 00599003501, lot 63940944. Item 00599003502, lot 64118479. Item 00599003510, lot 64146459. Item 00598800326, lot 63511131. Item 00598801014, lot 64227941. Item 00598801215, lot 64199629. Item 00598003701, lot 64209399. Item 00597206529, lot 64197128. Item 00597206529, lot 64129661. Item 00599403210, lot 64053171. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: foreign (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02371, 0001822565-2020-02372, 0001822565-2020-02373, 0001822565-2020-02374, 0001822565-2020-02378, 0002648920-2020-00332, 0002648920-2020-00333, 0002648920-2020-00334, 0002648920-2020-00335, 0002648920-2020-00336, 0001822565-2020-02380.

Event description:
It was reported that the patient had a total knee arthroplasty and subsequently the patient has stated that her knee has long been swollen and painful. The patient asks for information on the composition of the material of implants in order to understand if there is an allergic problem and perform a targeted test.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, g4, g7, h1, h2, h10.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint cannot be confirmed. No devices or photographs were received; therefore the condition of the components is unknown. Review of the device history record identified no related deviations or anomalies during manufacturing. Medical records were not provided. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.